Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance. X-ray revealed that the high impedance was the consequence of twiddler's syndrome. The lead was extracted on (B)(6) 2015 and a new lead was implanted on (B)(6) 2015. The patient was stable post procedure.